Event description:
Pt had back surgery fusion with rods, plate and screws. Since surgery, he has had numbness in both legs, feet, and arms. He is shaky and in the past 2 months his legs just "disappear" and he falls. He has constant massive, throbbing, and radiating pain. He also jerks violently at times.